Manufacturer narrative:
There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the quad phacoemulsification portion of a cataract procedure the system pressure increased and the patient's capsule broke. The wound was sutured. The intraocular lens was not implanted. The patient was sent for a retina evaluation. Additional information has been requested.